Event description:
It was reported that the hospital's biomed team replaced pump module pressure sensors, primarily upper pressure sensors. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/ logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No products will be received.

Manufacturer narrative:
Omit: a1601 - device alarm system (1012). Additional information: initial reporter e-mail, imdrf annex a and g codes.

Event description:
It was reported that the hospital's biomed team replaced pump module pressure sensors, primarily upper pressure sensors. There was no patient involvement.